Manufacturer narrative:
Section h10: (h3): the reported adverse event was a revision to ¿improve rom and due to scar tissue.¿ a review of the DHR and/or the sterilization records was conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Decreased range of motion is listed under the device specific risks section of the optetrak comprehensive knee system IFU 700-096-004 rev n. Contraindicated patients include, but are not limited to patients without sufficient soft tissue integrity to provide adequate stability.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. The knee was revised to improve rom, and due to scar tissue. On (B)(6) 2008 and the 13mm poly was explanted and a 15mm poly was implanted.